Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device has the body and distal tip kinked. Dimensional inspection revealed that the overall length and the outer diameter of the distal tip, middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05199. It was reported that burr became stuck on wire. The target lesion was located in the severely calcified coronary artery. A rotawire¿ and 1.50mm rotalink¿ plus were used to advance and treat the lesion. During procedure, it was noted that the wire got stuck with the burr. The burr and rotawire were removed as a system and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05199. It was reported that burr became stuck on wire. The target lesion was located in the severely calcified coronary artery. A rotawire¿ and 1.50mm rotalink¿ plus were used to advance and treat the lesion. During procedure, it was noted that the wire got stuck with the burr. The burr and rotawire were removed as a system and the procedure was completed with another of the same device. No patient complications reported.